Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on unspecified side against an unknown mammary breast implant device. The device remains implanted.

Event description:
Healthcare professional reported "found that [the implant] did not contain rupture" upon explant surgery and that there was "a fold" in the implant.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
A healthcare professional reported that a patient experienced a ¿rupture¿ , "cyst...infiltration of silicone inside... Left side due to the presence of silicone granulomas in the axillary lymph nodes¿. The device has been explanted.